Event description:
Caller reported a tandem mobi cartridge alarm during the loading process, but there was no adverse impact to the customer¿s blood glucose level. The customer followed instructions from technical support to remove the cartridge, deliver a 9-unit bolus, and successfully reload and resume insulin therapy. The issue was resolved without further complications.